Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the right atrial (ra) lead measured low impedance and exhibited no capture at max output. There was difficulty removing the ra lead and a modified seldinger technique was used. The ra lead was noted to be calcified fibrotic along the lead body. It was also reported that the helix of the right ventricular (rv) lead was unable to be retracted and required laser extraction to remove the lead. It was noted that the rv lead had environmental stress cracking on the outer insulation. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt a jolt and came to the emergency department. The right atrial (ra) lead impedance was trending downwards. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4068-58 lead, implanted (B)(6), 2000. (B)(4).